Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.